Event description:
It was reported that pump displayed a cartridge change error. The customer's blood glucose level displayed "high" however, the specific value was not known. Customer gave a correction insulin injection using multiple daily injections, and technical support guided customer through inspecting and cleaning pump components and attempting to reload cartridge; initial attempts were unsuccessful, but after customer called back, technical support assisted with filling and loading a new cartridge, and customer successfully completed load process and resumed insulin delivery.